Event description:
Pt called alleging that they had been obtaining an error 2 message on the meter. Pt contacted md for medical advice. Pt went to see their md and their blood glucose reading in the md's office was 160mg/dl. Treatment was documented as "other". Pt did not experience any symptoms at the time of testing. Customer service was unable to resolve the error 2 message and sent pt a new meter.